Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a laser lithotripsy procedure performed on an unknown date. According to the complainant, during the procedure, the laser fiber stopped producing laser energy. The physician reported that he smelled smoke. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Evaluation findings of fiber to be broken within the connector. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.0 mm and appeared used. Light was unable to travel to the fiber face to illuminate it indicating that the fiber was broken within the connector. The event description and noted damages indicate that performance was limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.